Event description:
Utah loop used in loop electro-cautery excision procedure bent while md was using it. Md requested new loop and it functioned correctly. Md noted this has been an issue lately. FDA safety report ID# (B)(4).